Event description:
It was reported that during a coronary stent procedure, in a pre dilated circumflex lesion, two express2 stents (proximal and mid) had been successfully deployed. A third express2 stent was advanced through the other stents, however, the physician was unable to reach the target area and removed the catheter. Upon removal it was noted that a stent strut apeared to be bent. The lesion was dilated again with another balloon catheter and another manufacturer's stent was successfully deployed to complete the procedure. Pt status is listed as "okay".